Manufacturer narrative:
Investigation summary: one sample (model #mp5301-c) and a bd sodium syringe were returned by the customer. It was reported by the customer that the fluid is not flowing. The set was examined for defects and abnormalities. No defects or abnormalities were observed. Fluid was attempted to be flushed through the set with the returned syringe. The set appeared to have an occlusion at the connection of the maxplus and the tubing. The set was also tested with a bd syringe, but still was unable to be flushed. The set was examined under magnification where an occlusion can be observed. A quality notification was sent to the manufacturer. The manufacturer was able to confirm the failure. A mapping of the manufacturing process was carried out where operations 1 and 3 indicate the use of an air fixture to avoid occlusion. It was detected during the assembly of the set that the air sweep time was not enough. The root cause was determined to be a lack of time in air sweep operations. A quality alert was developed on october 20, 2022, to notify personnel of this failure mode. A device history record review for model mp5301-c lot number 22069279 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 20jun2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that 2 bd maxplus¿ positive pressure connector with needleless connectors were clogged during use after being primed. The following information was provided by the initial reporter: "my pre op nurses had an issue 2 times this am with the extension set. Once they had the IV in, they couldn't get the fluids to flow (even though it had been primed). When they changed out the extension set, they got it working."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd maxplus¿ positive pressure connector with needleless connectors were clogged during use after being primed. The following information was provided by the initial reporter: "my pre op nurses had an issue 2 times this am with the extension set. Once they had the IV in, they couldn't get the fluids to flow (even though it had been primed). When they changed out the extension set, they got it working."